Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the ins was overdischarged because the patient hadn't recharged it for approximately 9 months. It was reported that none of the handheld devices were able to communicate with the ins and the patient did not feel stimulation. The patient reported that they had someone try to get the battery working, but it didn't work. The manufacturer representative was instructed on how to perform a physician mode reset. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient¿s ins had shut down and had not been working since 2017. The patient stated they had spoken to a representative (rep) about four months ago. The rep had tried to reset it a couple of times, but it was not successful. The patient reported that they had a fall in 2017. The patient stated that a rep came in for a programming adjustment after their fall about a year ago and the stimulation worked for a while, but now the ins had been dead for about 8 months. The patient noted that the patient programmer (pp) showed the stimulation to be off. They stated the ins had been dead since 2017. The patient was redirected to follow up with a healthcare professional. A rep stated they would meet with the patient. No symptoms were reported. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The rep met with the patient on (B)(6) 2018. They performed a physician mode reset (pmr) 4-5 times. They cleared the power on rest (por) and the patient is feeling stimulation. The por code was 0x4. The rep also reminded the patient to monitor their ins battery charge level and to not let the battery go below 50%. The issue was resolved. No further complications were reported/are anticipated.